Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the bipolar hf cord (uh801) flames during resectoscopy. The flames occurs at distal tip, at connection level with bipolar electrode. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the customer pictures clearly show a burn on the connection sockets of the cable. The most probable root cause is that a high contact resistance has formed at the connection point of the cable to the instrument due to residues or similar. When the hf device is activated, it heats up strongly at this point and starts to burn. The customer pictures clearly show a burn on the connection sockets of the cable. User error. The event is filed under internal karl storz complaint ID: (B)(4).